Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that upon attempted sensor deployment, sensor wire was hanging off the introducer needle and did not insert. At the time of contact patient did not report any injury or medical intervention.